Manufacturer narrative:
H11: additional manufacturer narrative: pictures and videos of the explanted device were received and reviewed. Customer report of host tissue was confirmed through image evaluation. Customer report of calcification was unable to be confirmed through image evaluation. Photos and videos showed inflow and outflow aspects from an explanted valve. What appeared to be host tissue was visible on both inflow and outflow aspects. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Multiple suture threads remained attached to the sewing ring. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 71-year-old patient with a valve model 7300tfx29 implanted in the mitral position underwent reoperation after an implant duration of seven (7) years and ten (10) months due to pannus overgrowth and leaflet calcification. The device was explanted and a 31mm tissue valve was successfully implanted in replacement without any reported complications for the patient.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction, or curling, resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (clinical code) . The device was returned for evaluation. The report of pannus, calcification and stenosis was confirmed. X-ray demonstrated wireform intact. Moderate calcification was observed on leaflets 1 and 2, and minimal calcification on leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Host tissue fused leaflets 1and 2 by approximately 3mm at commissure 2 and leaflets 1 and 3 by approximately 4mm at commissure 1 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Hematomas were observed on all three leaflets on the inflow and outflow aspects. Sewing cloth had multiple cuts around the valve and exposed silicone of sewing ring. Multiple suture threads remained attached to the sewing ring.

Event description:
Edwards received notification that a 71-year-old patient with a valve model 7300tfx29 underwent reoperation after an implant duration of seven (7) years and ten (10) months due to pannus overgrowth and leaflet calcification leading to stenosis. As reported, patient presented with dyspnea on minimal effort. The device was explanted and a valve model 31mm tissue valve was successfully implanted in replacement without any reported complications for the patient. Patient was discharged.